Event description:
Male pt (age unknown) was presented to the interventional lab for a stenting procedure of a lesion located in the internal carotid artery (side unknown). The lesion treated was calcified, de novo, and its length was about 10mm. The pt has a past medical history of diabetes. In 2005 a precise stent was placed in the internal carotid. The physician made femoral access and had no trouble accessing the lesion with a guidewire. A distal protection device was not used in the procedure. There were no reported complications to the pt. The pt was on anti-platelet therapy pre and post-procedure. Forty-eight hours following the procedure, the pt complained of blindness in the right eye. A doppler ultrasound was performed two days before event day, and the physicians concluded that the diagnosis was an ischemic optic neuritis, which is not reversible.